Event description:
Customer reported receiving readings of "lo" (less than 20 mg/dl), 220 mg/dl and 221 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give a numeric value for readings less than 20 mg/dl. A "lo" display message indicates a reading less than 20 mg/dl.